Event description:
An (B)(6) male pt contacted zoll customer support to report that the battery charger/modem would not power on past the home screen. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on past home screen) has been confirmed. As received, the charger/modem would not power on past the home screen. Upon eval, component u13 (8-bit cmos flash micro-controller) was corrupt and would not program. The cause for the inability to power on is the defective u13 component. The root cause of the defective u13 component could not be positively identified. No adverse event resulted from the defective u13 component. The pt received a replacement charger/modem.